Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors when changing infusion sets. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and reported that reported that the insulin pump had no delivery alarm, continually rewind and had to replace the battery to accept the new reservoir. The insulin pump will not be returned for analysis.